Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had pain at the lead site. Patient was taken to the surgery room and during the procedure a cyst issue was observed. Physician flushed out the cyst and was sent to pathology. No additional intervention is anticipated in the near future. The cyst issue has been resolved. Patient was stable.